Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using a black reload with two seamguards and the middle row of staples did not form correctly. On subsequent firings, the surgeons saw some excessive bleeding from the staple line and additional rows of staples that were not correctly formed. The surgeon needed to use additional suturing and add clips to reinforce the staple line. Additional clip applier needed to be used, as well as sutures.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient did not require blood products and the patient did not experience any post operative complications. The analysis found that one pse60a device was returned in good visual condition and with a ecr60b cartridge loaded on the device. The reload was received fully fired. Additionally, cartridge (b) ecr60d was received fully fired. Cartridges (c, d) ecr60g were received fully fired. Cartridge (e) ecr60t was received fully fired. Cartridge (f) ecr60t was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was received and based on the photographic evidence it is believed that the inner two rows of staples on patient side did not deploy in proper alignment with the anvil pockets and supports the complication described in the event description. However the photographs do not provide evidence relative to what may have caused the staple line disruption along the inner two rows. I believe there may have been some form of staple driver interference that occurred within the staple cartridge, or possibly some tissue movement and/or some slight staple cartridge deck deflection.